Manufacturer narrative:
The report we received from the field indicated that during a stenting procedure, the stent did not cross the target lesion. There was no pt injury. No additional info was available. The product was returned for eval and there was evidence of stent struts damage, the hypotube was kinked and was separated from the lumen, and the guidewire lumen was severely damaged. Therefore, on review of analysis, the file was deemed reportable. Clinical impression: this product was returned due to a kinked/bent hypotube, as well as stent strut damage. The report indicates that the device wouldn't cross a lesion, the lesion characteristics are undisclosed. The device was removed, and there were no pt injuries. Based on the limited amount of info, it is not solely possible to draw a conclusion between the device and this event. The following analysis was performed on the returned product: visual analysis: the undeployed stent delivery system was returned with evidence of stent/stent struts damaged. The hypotube was kinked and had separated from the lumen. In addition, the guidewire lumen was severely damaged. There were traces of dried blood inside the lumen. Functional analysis: functional testing to analyze crossing performance could not performed as the unit was damaged. Device and lot history record review revealed this is the first report of this type received for this sterile lot number to date, and the second report of this type for this catalog number in the past six months prior to the complaint alert date. A review of route sheets was performed for this sterile lot, and this review confirmed that the lot met quality for product acceptance. In addition, the crossing profile values, stent diameter and stent retention values were all within specifications. Conclusion: the exact cause of the reported event could not be determined. Many different factors can affect successful crossing of a lesion using this type of catheter. The damage to the stent and hypotube separation could not be determined. Although, such damage appears to be user related. The hypotube separation may have occurred once an attempt was made to reverse a bend and straighten a kink.

Event description:
Stent strut damage.